Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator, received a single inappropriate shock due to non cardiac noise oversensing. Reprogramming of the sensing vector from secondary to primary has eliminated the noise signal. To date, no other system changes have been made and no adverse patient effects were reported.